Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: serial# (B)(6) h3:yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: two (2) controllers (B)(6) were not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed that (B)(6) was the patient's primary controller, initially in use during the reported event. Review of the controller log files associated with (B)(6) revealed a controller fault alarm logged on 04/jun/2024 at 19:58:46, indicating an issue with the internal battery. Log files also revealed that the controller had been in use for more than two (2) years. Review of the alarm log file revealed a vad disconnect alarm logged on 04/jun/2024 at 20:49:24, indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. Review of the controller log files associated with (B)(6) revealed a controller power-up event logged on 04/jun/2024 at 15:16:08. A subsequent vad disconnect alarm was logged at 15:16:16, likely due to the controller being powered up without the driveline connected. The vad disconnect alarm cleared at 15:16:23, indicating that the driveline was connected to the controller. Review of the event log file revealed that, prior to the first power-up event, the controller last had power on 31/aug/2021. Additionally, review of the data log file revealed that the controller was not in use prior to the controller power-up event; the first data point recorded on (B)(6) was logged on 04/jun/2024 at 15:16:45, indicating that the power-up event and vad disconnect alarm occurred during a controller exchange. Of note, several clock change events were recorded on (B)(6), indicating that the time was not set correctly initially; the observed power-up event and vad disconnect alarm likely occurred after the controller fault alarm on (B)(6). As a result, the reported event was confirmed. Applicable risk documentation, experience with events of similar circumstances and the available information were considered; a possible root cause of the reported controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Based on the available information, the most likely root cause of the vad disconnect alarms can be attributed to a physical disconnection of the driveline from the controller during a controller exchange and the controller being powered on without the driveline cable connected. Based on the available information, the most likely root cause of the observed controller power-up event can be attributed to a controller exchange. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-may-2022 / serial or lot#: (B)(6) UDI #: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. D9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 18-may-2021 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited a controller fault alarm due to internal battery end of life and a ventricular assist device (vad) disconnect. A second controller exhibited an unexpected loss of power and a vad disconnect. Both controllers were exchanged. No patient complications have been reported as a result of this event.